Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. The microscope test identified that the cylinder had a pin hole in the distal end of the cylinder from sharp instrument and wear at fold in the middle of the cylinder. No leaks were identified. Based on the information available and analysis results, the reported clinical observation of mechanical issues, hole perforated were not confirmed. The hole observed may have been caused by damage from a sharp instrument.

Event description:
It was reported that the patient went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The cylinders were explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. The cylinders were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4).